Manufacturer narrative:
Bci field service engineer (fse) is working with the customer's biomedical engineer to perform instrument verification.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter hmx autoloader instrument generated differential results with no instrument generated flags on a patient sample that had 20% blasts. Blasts were confirmed by analysis in flow cytometry and manual differential performed at a different hospital. The sample was rerun later on the same instrument and the results generated blast flag. Raw data was requested but not provided by the customer. There was no death, injury or change to patient treatment associated with this event.